Event description:
It was reported that the 9900 system monitor shut off and has to be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was adjusted during the service call.